Event description:
Reporter indicated that the pt was to undergo surgery for prophylactic battery replacement. However, at the time of surgery, it was discovered there was high lead impedance. At that time, it was decided that the entire device would be removed and not replaced. All attempts for further info are pending. Products have been returned to MFR, but analysis is pending.

Manufacturer narrative:
Device failure is suspected, bud did not cause or contribute to a death or serious injury.